Event description:
The pt reportedly experienced intermittencies. Further testing will be conducted. Advanced bionics is in the process of gathering more info. Once more info becomes available a supplemental report will be submitted.